Event description:
Patient reported that a comparison between patient's ss meter and a hcp meter (brand unknown) was 245 mg/dl (ss) and 203 mg/dl (hcp), respectively (21% difference). No symptoms were reported. Pt does not have supplies needed to do control test and was sent solution. On follow-up, pt confirmed the above results. Lfs rep reviewed qc procedures and control solution usage. There was no allegation of harm.